Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Corrected sections: h6 - patient code changed to no patient involvement. Trackwise # (B)(4). The device was returned to the factory on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the tip of the hot jaw as well as on the tip of the heater wire. The device was returned outside the plastic protective shell. The plastic protective shell was not returned for evaluation. A single strand of brown hair was observed on the inside plastic covering that goes around the plastic protective shell. The plastic covering was observed to be opened. There were no signs of damage to any of the products. No other failures were observed. Based on the condition of the device and the evaluation results, the reported failure "contamination / decontamination problem" was confirmed. The device history record (DHR) was reviewed. The records show the device lot conformed to all applicable specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. When opening the vh-3500 kit, they found a hair inside. It was not used and they just opened a new one. No patient involvement.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. When opening the vh-3500 kit, they found a hair inside. It was not used and they just opened a new one. No patient involvement.

Manufacturer narrative:
Corrected section h6 - device codes. Corrected h6 from " environmental particulates" to "contamination/decontamination problem". Updated sections: g-4, g-7, h-2, h-10. Internal complaint number: tw (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. When opening the vh-3500 kit, they found a hair inside. It was not used and they just opened a new one. No patient involvement.